Manufacturer narrative:
(B)(4). D10: cat# 00620206022 lot# 63835146 shell porous with cluster holes 60 mm. Cat# 00630506040 lot# 66229505 liner standard 3.5 mm offset 40 mm i.d. For use with 60 mm o.d. Shell. Cat# 00625006530 lot# j7593906 bone screw selftapping 6.5 mm dia. 30 mm length. Cat# 00625006530 lot# j7618988 bone screw selftapping 6.5 mm dia. 30 mm length. Cat# 110005096 lot# 0002551062 juggerknot 2.9 w/ tapered ndls. Cat# 110005096 lot# 0002548224 juggerknot 2.9 w/ tapered ndls. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient underwent an initial right tha. The patient experienced a fall and was revised as it resulted in a periprosthetic fracture. During the revision, the stem was noted to be loose. A definitive root cause cannot be determined for the loosening and fracture. It was reported the patient fell, however the reason for the fall is unknown. No problem was found with the device in relation to the hematoma after review by a hcp. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 3 months later due to periprosthetic fracture following a fall. During the revision 5 cerclage wires were used to reduce and stabilize the fracture. The stem and head were replaced without complications. It was reported that no further information was available